Manufacturer narrative:
Additional information received: it was confirmed that the stent graft was implanted in 2012 and was removed due to the recent onset of dissection anatomy that was not device related. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The reported dissection and several residual barbs seen in the image following open repair was confirmed. However, the cause of the explant and dissection could not be determined from the limited films provided. The anatomy at implant is unknown, patient follow-up was not reported, and the decision to explant the device could not be determined from the films provided. It is unknown if the dissection had occurred prior to or post-open repair. One (1) of the four (4) cut suprarenal stent apices remaining in the patient¿s aorta, which appeared out of ¿normal¿ position near the base of the suprarenal stents. No other obvious stent or attachment pin fractures were seen which had not most likely been intentionally cut during the open repair. The explanted stent graft is not expected to be returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for an endovascular abdominal aortic repair on an unknown date. It was reported that on an unknown date the endurant was explanted and there was a chronic type b dissection. It was reported that residual barbs from the endurant remained after the explant. No additional clinical sequelae were reported and the patient is being monitored.